Manufacturer narrative:
The devices were discarded after use and therefore not available for return and investigation. There were no device deficiencies noted for the millipede 088 or millipede 070 catheters. Based on the information provided, the cause of the repeat occlusion is unknown. A relationship between the event and the millipede catheters could not be confirmed. It is unclear if the millipede catheters, the third-party guidewire or the third-party microcatheter contributed to the event. The manufacturing records for the millipede catheters were reviewed and demonstrated that the product met all the design and manufacturing specifications. The following MFR # were submitted: MFR # 3015701715-2025-00005 for millipede 070, MFR # 3015701715-2025-00006 for millipede 088.

Event description:
The patient had a left hemisphere occlusion of the proximal m1. The pre-procedure mtici score was evaluated as 0. A mechanical thrombectomy was performed using the millipede 088 and millipede 070 catheters. A third party sheath was used for access. The millipede 088 catheter was navigated to the clot over the millipede 070, a microcatheter and guidewire. An mtici score of 2c was achieved. Five hours post procedure, the patient presented with a worsening neurological exam and a re-occlusion of the left m1 was identified on imaging. A second thrombectomy was performed, obtaining mtici3. Intracranial atherosclerotic disease was also observed and an eluting coronary stent was placed in the left m1. The event was considered a serious adverse event as it led to surgical intervention.